Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference manufacturer report: 1627487-2011-02581, 1627487-2011-02583 and 1627487-2011-02584. The pt received an scs system which included an ipg and three percutaneous leads. It was reported the scs system was explanted and not replaced due to ineffective stimulation. Upon opening the ipg pocket, the physician noted that one of the leads had become disconnected from the ipg. It was unk when or how the lead disconnected from the ipg. Follow up on the pt found no further issues reported.